Event description:
It was reported that during denture repair, discovered the abutment was off and the implant at tooth site #4 was covered by tissue, uncovered the implant and attempted to place a new abutment. During placement of the new abutment, it was discovered that the patient had buccal bone loss and the implant had failed. The implant was removed. With the amount of buccal bone loss in site #4, it was determined that an implant can not be placed in same location.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D6a: implant placement date is unknown /not provided. G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.